Event description:
A malfunction was reported by the customer with a displayed code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur. Customer was instructed to continue using the pump and to contact support if the issue reoccurred. No further issues were reported.